Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer it was reported that the needle detached, leaving the safety glide inside the cap. To support the investigation, one sample without its packaging blister was received for evaluation by the quality team. A visual inspection was conducted, revealing that the sample consisted of the plastic shield and safety mechanism, while the needle assembly was missing. The safety mechanism showed a broken piece of plastic; no other defects or imperfections were observed. This condition can occur if the lower part of the safety mechanism breaks during assembly. A review of the device history record for material number 305916, lot rehz0309, was completed. The review confirmed that no deviations were identified or associated with the reported defect during manufacturing, packaging, or quality control inspection. All required inspections were performed, and the lot met all release criteria. Verification of the safety mechanism assembly process indicated that the settings were correct, and the product flow was satisfactory. Based on the investigation and analysis of the returned sample, the customer-reported issue has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle sftygld 25x1 rb had a safety mechanism failure. The following information was provided by the initial reporter: bd safety glide injection needle 25g x 1 inch. Phn was going to administer flu vaccine and when she went to uncap her needle the needle came out leaving the safety glide inside the cap. Ref number on box is 305916 lot # rehz0309, exp 12-31-2027 additional information provided: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There was no adverse event to the client and the health care provider did not receive a needle stick when the needle came out of the hub. Could you please confirm if the issue was with the needle coming out of the hub or from the needle getting stuck in the shield? The needle came out of the hub when the health care provider went to remove the cap to immunize the client and just the needle and syringe came out. The hub remained within the cap. As per investigation, the sample received consisted of the plastic shield and safety mechanism, the safety mechanism showed a broken piece of plastic.